Event description:
It is reported that the device was implanted in 2007. Revision surgery occurred the following month, due to loss of pin.

Manufacturer narrative:
No post operative x-ray or any other visual means has been provided to confirm whether locking of the pin occurred in the first place. The device history is intact and indicates that the part was manufactured and inspected per specification. The exact cause analysis cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.